Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (no illumination is obtained) was traced to breakage of light guide bundle. The most probable cause of the complaint (foreign objects in air/water channel, air/water cylinder and connecting tube) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no light, foreign objects in air/water channel, air/water cylinder and connecting tube. There was no patient involvement.